Manufacturer narrative:
Unit received with no button response due to flattened (esc and act) button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify a21 alarm and perform self test, a21 error test and displacement test due to no button response.

Event description:
The customer's mother was reported via phone call that their insulin pump had unexpected restart alarm. The customer¿s blood glucose level was unknown. Customer reported that the alarm was not recurred after troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.